Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh and boston scientific advantage were implanted. It was also reported that the patient underwent a surgical procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted on (B)(6) 2009 along with vaginal hysterectomy; salpingo-oophorectomy, enterocele repair, uterosacral colpopexy, anterior colporrhaphy with mesh, posterior colporrhaphy, repair of distal left rectal laceration and cystourethroscopy due to uterovaginal prolapse, pelvic pain, stress incontinence, rectocele, cystocele and enterocele. It was reported that following insertion the patient experienced pain, infection, urinary problems, organ perforation, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent relaxing perineoplasty, vaginoplasty, excision of scar tissue, posterior colporrhaphy on (B)(6) 2009 due to dyspareunia and perineal and vaginal scar. Information from the perioperative record - intraoperative indicates mesh (if mesh was implanted, that would be a new product), no product stickers to confirm at this time.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.